Manufacturer narrative:
H10. Related- MFR #1038671-2021-00357 report 1 of 2. H11. Additional manufacturer narrative- report 2 of 2. D10. Concomitant devices: (B)(6), 120-65-20 - bone screw 6.5mm dia x 20mm long, (B)(6), 130-32-52 - nv gxl linr, ntrl, 32mm ID, group 2 cups, (B)(6), 164-12-12 - novation element ro x/o sz 12, (B)(6), 186-01-54 - integrip cc, cluster 54mm, g2. These devices are used for treatment not diagnosis. There is no additional information available. Pending investigation.

Event description:
As reported, the male patient had his left poly insert and femoral head revised due to signs of osteolysis. The femur was dislocated, the cocr femoral head removed, stem was well fixed, turned to the cup and removed the liner. After attempts to remove with osteotome, a bone screw was placed to remove the liner. The cup was well fixed, and the patient received a new g2 lipped e poly and a new biolox head. Their left hip was revised approximately 7 years 3 months after their initial implantation. Patient was last known to be in stable condition following the event. There is no additional information available.

Manufacturer narrative:
1038671-2021-00357. Correction: please disregard this report as it was reported in error. Event was previously reported under report #1038671-2021-00357.